Manufacturer narrative:
(B)(4). Final analysis found that the insulation was fractured and crushed at 263.5cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture and low impedance. The lead was explanted and replaced. No further information was available.